Manufacturer narrative:
The tech found the hand pendant under the mattress. The tech moved the hand pendant back to the side rail to resolve the issue.

Event description:
The account alleged that the bed moves on its own when the pt is in bed. No pt impact.